Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that a portable (B)(6) printer was not printing. The paper was charred in a single line where the line of print would be and a hole was burned through the paper. Additionally, when removed from the power source, the power supply was very hot to the touch. Based on the information at the time, there was no injury associated with the event.